Event description:
It was reported that (1)er420 was used during an unknown procedure. It was reported by the rep that the clip applier was jamming. It is unknown how the case was completed. There was no consequence to pt.